Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was returned for failure analysis but the reported failure, erbe c-26 error, could not be reproduced on erbe connected to system. System logs showed 25913 pattern (2) c-26 errors. A visual inspection revealed the unit has no significant scratches or dents. The front bezel is in decent condition. The unit was installed onto a golden system and monopolar second port instrument was not detected. The erbe experienced a system error; therefore, a root cause cannot be determined at this time. The unit will be returned to original equipment manufacturer (OEM) for additional failure analysis.

Event description:
It was reported that during da vinci-assisted sigmoid colectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report c-26 error on erbe when surgeon activated bipolar for a few seconds. Tse guided site to restart the erbe. Site had already restarted the erbe, but issue still would happen. Tse guided site to replace the cable and instrument. Site had tried it, and issue remained. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system and the system initially power on without errors. Site exchanged the generator to continue the procedure.